Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer and missing reservoir tube o ring. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip ring was cracked. The customer¿s blood glucose level was 4.2 mmol/l at the time of incident. Customer stated that the reservoir was able to lock into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.